Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.0/0.5/010 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens. The problem was resolved. The cause of the event was reported as unknown.